Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Four (4) connectors are engaged and three (3) are not engaged during tigerpaw system ii device use. The second tigerpaw system ii device was successfully used to complete procedure.